Manufacturer narrative:
It was reported the watchcare feature on the centrella bed was interfering with a staff member's insulin pump. The interference was occurring between watchcare and the staff member's medtronic 670 insulin pump and guardian sensor. The continuous glucose monitoring sensor reportedly had increased malfunction alerts since the new centrella beds were placed in the hospital. If the staff member floats to a different unit without the new beds, it does not occur. The issue only occurs while at work. The staff member has replaced the old sensor with a new one. At one point the sensor was reporting to the pump a blood sugar over 400 and providing boluses. When the staff member validated her blood sugar with a fingerstick, she received a value of 121. Again, the sensor was not reading, she had to reboot three times, and the machine was instructing to change the sensor again, when normally it is changed once a week. No user injury was reported. The watchcare system is an incontinence monitor intended to detect and provide a timely alert when the patient¿s skin is exposed to incontinence (both urine and liquid fecal events). This system is designed to alert the caregiver of an incontinence event and in doing so, may prevent prolonged exposure to moisture against the skin. Hillrom¿s watchcare system adheres to iec 60601-1-2 4th edition standards and has been qualified under rf emissions cispr11, class a compliance. Although there was no user injury associated with the reported event, erroneous glucose readings and subsequent insulin boluses could lead to a serious injury or death. Therefore, hillrom considers this complaint reportable.

Event description:
Hillrom received a report from a hillrom technician stating the watchcare system on the centrella bed was interfering with a staff member's insulin pump. The interference was occurring between watchcare and the staff member's medtronic 670 insulin pump and guardian sensor. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).